Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) has obtained the following additional information from omsi: - the subject foreign material had been found on the forceps elevator. - the subject dirt (stain) had been found inside the light guide lens. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from omsi and similar past cases, omsc surmised that the reported foreign material on the forceps elevator was attributed to inappropriate reprocessing by the user, and also surmised that the reported dirt inside the light guide lens occurred by the following mechanism: - physical stress was applied to the distal end of the subject device. - the physical stress caused a gap of adhesive on the distal end. - foreign material or moisture had entered the inside of the light guide lens through the gap, the moisture corroded the internal parts under the light guide lens, and the product of the corrosion was detected as dirt. The instruction manual of the subject device states appropriate reprocessing method. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4).(B)(4) checked the subject device and found the reported events, and also surmised that the reported foreign material was attributed to insufficient cleaning by the user.the exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus medical systems (B)(4) (omsi), it was found that there was gap of adhesive on the distal end/stain entered inside the lens through the gap, and also found that there was a foreign material on groove or gap of the distal end. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.